Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated where a reportable malfunction was noted that a plastic distal end cover was burnt. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the bronchovideoscope's plastic distal end cover was burnt. There were no reports of patient involvement.